Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 7mm x 1,9mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The complaint was confirmed based on the failure analysis. The probable root cause of broken molded insulator is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw joint was broken. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.